Event description:
A customer contacted beckman coulter inc. (Bci) in regards to three (3) erroneously low glucose (glum) patient results, which were generated by unicel dxc 800 pro chemistry analyzer. Customer has been running glum in duplicate runs (critical rerun). Samples were repeated for a third time on the same instrument and the correct results were confirmed. Customer did not provide the results from run three. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
On (B)(4) 2010 qc run data was outside the range. Field service engineer (fse) was on site and adjusted ferrite bead on the glucose electrode, replaced some hardware, primed the reagent line, calibrated the sensor, and performed calibration and qc controls. Although hardware issues were addressed a clear root cause for this event can not be determined.